Event description:
The pt was an eight year old child. After 9 days of immobilization; there was an extensive lesion at her leg. The internal portion of the ankle and shins were affected. The orthopedic specialist has advised the pt to go to a dermatologist to treat her case. Facility does not have more comments about the actual conditions of the child.